Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump passed the self test, active current measurement, and displacement test. Pump received with high sleep current due to connector resistance issue on j6/pcb1. Unexpected failed batt test alarms due to the j6/pcb1 connector resistance issue.

Event description:
The customer reported via phone call that insulin pump had failed battery alarm. Blood glucose was unknown. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.